Event description:
It was reported that (1) cdh25 was used during a low anterior resection procedure. It was reported by the rep that the cdh25 was used to perform end-to-end anastomosis during a low anterior procedure. The anvil was snapped and placed on the ancillary trocar. The adjustment was turned to the desired staple height; the safety was removed and the instrument fired. The adjustment knob was then turned counterclockwise two full turns. When the instrument was removed, the anastomosis was damaged. A second instrument was then opened and another end-to-end anastomosis was attempted. The above mentioned steps were repeated again. The instrument was very difficult to remove. The surgeon was not satisified with the anastomosis. The pt was then given a colostomy. The tissue donuts were inspected with both instruments used; neither one of them were complete. The first instrument was fired by a nurse, the second by another doctor. Both of the anvils are being returned. It could not be determined which one went with the instrument. It is unk how the case was completed. Or time was extended 1 hour.